Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections: b5, d6a, e4, g2, h6: health effect-impact code, and to provide the mw5101569 file attachment.

Event description:
Terumo medical received an FDA medwatch report # mw5101569. The event description states: "patient had pci with stent placement on (B)(6) 2021. Dr implemented an angio-seal closure device upon completion of the procedure. Patient admitied to ICU same day w/out complication. Patient discharged from ICU (B)(6) 2021 at 0953. Patient returned to hospital emerbency room (B)(6) 2021 at 2307 with rt leg aneurysm and rt leg hematoma s/p angio-seal closure device. Patient transferred out for vascular surgery."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "av fistula or pseudoaneurysm - if suspected, the condition may be evaluated with duplex ultrasound. When indicated, ultrasound guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed." ''Bleeding or hematoma - apply light digital or manual pressure to the puncture site, if manual pressure is necessary, monitor pedal pulses." The complaint could be confirmed for the adverse events as alleged in the complaint description. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 08jul2021. The date of the procedure was (B)(6) 2021 and the date of the complication was (B)(6) 2021.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information in section b5 and to update section b3. It was confirmed that the date of event was (B)(6) 2021; therefore, the correct date has been provided.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: unknown if date of implant was (B)(6) 2021; or if that was the date the patient returned to the hospital. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after deployment of angio-seal case, the patient returned to the hospital with a pseudoaneurysm and hematoma.